Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual inspection of the provided pictures shows the blade was broken. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: (B)(6). G2: foreign: france.

Event description:
It was reported that during a total knee prosthesis, when cutting the patella (after femur and tibia), the blade broke at the motor attachment recess. There was a surgical delay of 30 minutes as they changed the blade. The patient was under anesthesia. There was no patient harm/injury. There was no medical intervention/ additional surgery required. Another blade was used to complete the surgery. Due diligence is complete, no further information is available.